Event description:
It was reported, patient attended for c5 folfox, no problems documented on access. Patient had received 225ml of treatment and expressed concern with pain around PICC site and surrounding tissue. Stopped immediately and line aspirated 20ml of blood easily. Commenced treatment for extravasation. Line removed and flushed at chair side. Rupture in line 1.5 am above insertion site, line was inserted to 44cm. Additional information 5/18/23 new line was not placed on the extravasation day but did attended for a new line yesterday but it was not placed as concern of ? Cellulitis ? Thrombus ? Delayed tissue damage (plastics team did not feel this was delayed tissue damage). Regular clinical reviews were performed and affected area fully resolved but has now develop erythema and swelling (as above) so actual harm not yet known. The treatment on the day of extravasation was abandoned as he needed to go home with a pump and the consult decided to omit.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a ruptured PICC was confirmed. The product returned for evaluation was one 4 fr nxt clearvue groshong catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 41 cm and 42 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear .¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.

Event description:
It was reported, patient attended for c5 folfox, no problems documented on access. Patient had received 225ml of treatment and expressed concern with pain around PICC site and surrounding tissue. Stopped immediately and line aspirated 20ml of blood easily. Commenced treatment for extravasation. Line removed and flushed at chair side. Rupture in line 1.5 am above insertion site, line was inserted to 44cm. Additional information 5/18/23: new line was not placed on the extravasation day but did attended for a new line yesterday but it was not placed as concern of cellulitis thrombus delayed tissue damage (plastics team did not feel this was delayed tissue damage). Regular clinical reviews were performed and affected area fully resolved but has now develop erythema and swelling (as above) so actual harm not yet known. The treatment on the day of extravasation was abandoned as he needed to go home with a pump and the consult decided to omit.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.